Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 01 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported "patient had his ng [nasogastric tube] replaced about a week ago or less. Patient developed a cough recently. Patient had a chest x-ray, and it was noted the ng tube was directly kinked at a hard angle in his esophagus. Md wanted the ng tube replaced to be safe. Pulled the ng tube and where it was kinked in the esophagus it is visibly broken/popped open and broken." It was additionally reported, "the report states it was an 8fr purple enfit feeding tube that was placed, exact item # was not reported... It seems the tube was in working order when it was placed on the floor-- so, at some point at home and when the patient arrived at the ed was when it broke/kinked." Additional information received on may 4, 2026, the tube was initially placed on (B)(6) 2026. Upon insertion, 2-view chest xray states, "the enteric tube tip and sidehole project over the stomach."